Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient attended the emergency room (ER) due to hyperglycemia on (B)(6) 2026 and was then admitted to the intensive care unit (ICU) on (B)(6) 2026. The patient's blood glucose levels reached 317 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. It was reported the pod was replaced; however, this did not affect the patient¿s high blood glucose levels. When the original pod was removed from the infusion site, the pod¿s cannula was found to be bent. Symptoms reported included nausea, vomiting and sweating. The patient was treated with multiple intravenous fluids and manual insulin injections. The patient was discharged later the same day.